Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected frozen screen anomalies noted during testing. The insulin pump was received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, missing end cap sticker and cracked reservoir tube lip.

Event description:
The customer reported via phone call that a 28.5 occurred on the face of the insulin pump while trying to give a bolus and was unable to be cleared. The customer also reported that the insulin pump was frozen. The customer's blood glucose was 280 mg/dl at the time of incident. The customer stated that the clock changed. The customer was advised that the insulin pump will need to be replaced and revert to back-up plan. The customer stated that they did not have back-up plan. The customer was recommended to reach out to health care provider to obtain a back-up plan. The insulin pump will be returned for analysis.